Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r2003482) on 23-mar-2020. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('abdominal pain') in a female patient who had essure (ess205) (batch no. 621808) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced abdominal pain (seriousness criterion medically significant), headache ("headaches"), aphasia ("word loss"), nervous system disorder ("neurological disorders"), urinary tract infection ("recurrent urinary tract infections") and amenorrhoea ("amenorrhea"). Essure (ess205) treatment was not changed. At the time of the report, the abdominal pain, headache, aphasia, nervous system disorder, urinary tract infection and amenorrhoea had not resolved. The reporter provided no causality assessment for abdominal pain, amenorrhoea, aphasia, headache, nervous system disorder and urinary tract infection with essure (ess205). The reporter commented: essure placed on (B)(6) 2007 since then symptoms developing without physiological reason. Numerous tests have been carried out. Amendment: the report was amended for the following reason: due to internal review the pt code (for reported "word loss") amnesia was amended to pt code aphasia. No new follow-up information was received from the reporter. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on (B)(6) 2020. The most recent information was received on (B)(6) 2024. This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of abdominal pain ("abdominal pain") in a 43 year-old female patient who had essure (ess205) inserted (lot no. 621808). Additional non-serious events are detailed below. The patient had a medical history of chronic cystitis in january 2013, memory loss, urinalysis, paresthesia, pelvic pain, recurrent urinary tract infection, lower extremities discomfort, chest pain, vertigo, gastritis, insomnia, asthenia, allergic reaction to antibiotics, pleurisy, hepatitis, pregnancy with intrauterine device, bladder perforation and multi gravida. Previously administered products included: vagostabyl and furadantine. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, the day of essure (ess205) insertion, she experienced abdominal pain (seriousness criterion intervention required), headache ("headaches"), aphasia ("word loss"), nervous system disorder ("neurological disorders"), urinary tract infection ("recurrent urinary tract infections") and amenorrhoea ("amenorrhea"). Essure (ess205) was removed on (B)(6) 2020. On unknown date she experienced fatigue ("fatigue"), arthralgia ("joint pains"), myalgia ("muskular pain"), back pain ("lower back pain"), cardiovascular disorder ("circulatory disorders") and genital infection female ("gynecological disorders"). The patient was treated with surgery (h subtotal hysterectomy with bilateral salpingectomy.). At the time of the report, the abdominal pain, headache, aphasia, nervous system disorder, urinary tract infection and amenorrhoea had not resolved. The outcomes for fatigue, arthralgia, myalgia, back pain, cardiovascular disorder and genital infection female were unknown. The reporter considered arthralgia, back pain, cardiovascular disorder, fatigue, genital infection female and myalgia to be related to essure (ess205) administration. No causality assessment was received for essure (ess205) with regard to nervous system disorder, headache, abdominal pain, urinary tract infection, aphasia or amenorrhoea. The reporter commented: essure placed on (B)(6) 2007 since then symptoms developing without physiological reason. Numerous tests have been carried out. Gynecological disorders. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram] on (B)(6) 2009: confirmation of discopathy by lumbar spine [ultrasound scan] on (B)(6) 2007: no abnormalities. Pelvic ultrasound was normal; on (B)(6) 2013: concluded the presence of small entirely benign lymph nodes with normal echogenicity.; on (B)(6) 2013: no major abnormalities, only a post-void residual bladder was noted; on (B)(6) 2020: without abnormalities found [ultrasound scan] on (B)(6) 2007: no abnormalities. Pelvic ultrasound was normal; on (B)(6) 2013: concluded the presence of small entirely benign lymph nodes with normal echogenicity.; on (B)(6) 2013: no major abnormalities, only a post-void residual bladder was noted; on (B)(6) 2020: without abnormalities found [x-ray] in 2009: she was diagnosed with l5-s1 discopathy lot number: 621808 manufacture date: 2006-05 expiration date: 2009-05. Quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2024: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 23-mar-2020. The most recent information was received on 23-feb-2024. This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of abdominal pain ("abdominal pain") in a 43 year-old female patient who had essure (ess205) inserted (lot no. 621808). Additional non-serious events are detailed below. The patient had a medical history of chronic cystitis in (B)(6) 2013, memory loss, urinalysis, paresthesia, pelvic pain, recurrent urinary tract infection, lower extremities discomfort, chest pain, vertigo, gastritis, insomnia, asthenia, allergic reaction to antibiotics, pleurisy, hepatitis, pregnancy with intrauterine device, bladder perforation and multi gravida. Previously administered products included: vagostabyl and furadantine. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, the day of essure (ess205) insertion, she experienced abdominal pain (seriousness criterion intervention required), headache ("headaches"), aphasia ("word loss"), nervous system disorder ("neurological disorders"), urinary tract infection ("recurrent urinary tract infections") and amenorrhoea ("amenorrhea"). Essure (ess205) was removed on (B)(6) 2020. On unknown date she experienced fatigue ("fatigue"), arthralgia ("joint pains"), myalgia ("muskular pain"), back pain ("lower back pain"), cardiovascular disorder ("circulatory disorders") and genital infection female ("gynecological disorders"). The patient was treated with surgery (h subtotal hysterectomy with bilateral salpingectomy.). At the time of the report, the abdominal pain, headache, aphasia, nervous system disorder, urinary tract infection and amenorrhoea had not resolved. The outcomes for fatigue, arthralgia, myalgia, back pain, cardiovascular disorder and genital infection female were unknown. The reporter considered arthralgia, back pain, cardiovascular disorder, fatigue, genital infection female and myalgia to be related to essure (ess205) administration. No causality assessment was received for essure (ess205) with regard to nervous system disorder, headache, abdominal pain, urinary tract infection, aphasia or amenorrhoea. The reporter commented: essure placed on (B)(6) 2007 since then symptoms developing without physiological reason. Numerous tests have been carried out. Gynecological disorders. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram] on (B)(6) 2009: confirmation of discopathy by lumbar spine [ultrasound scan] on (B)(6) 2007: no abnormalities. Pelvic ultrasound was normal; on (B)(6)2013: concluded the presence of small entirely benign lymph nodes with normal echogenicity.; on (B)(6) 2013: no major abnormalities, only a post-void residual bladder was noted; on (B)(6) 2020: without abnormalities found [ultrasound scan] on (B)(6) 2007: no abnormalities. Pelvic ultrasound was normal; on (B)(6)2013: concluded the presence of small entirely benign lymph nodes with normal echogenicity.; on (B)(6) 2013: no major abnormalities, only a post-void residual bladder was noted; on (B)(6) 2020: without abnormalities found [x-ray] in 2009: she was diagnosed with l5-s1 discopathy. Lot number: 621808 manufacture date: 2006-12 expiration date: 2008-11. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records:fatigue,muscle pain,arthralgia. Quality-safety evaluation of ptc: for essure (ess205): unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 23-feb-2024: new event back pain ,gynecological disorders & circulatory disorders are added. Essure removal date updated .removal surgery details updated. Lab data updated.action taken with drug added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 23-mar-2020. The most recent information was received on 16-feb-2024. This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of abdominal pain ("abdominal pain") in a 43 year-old female patient who had essure (ess205) inserted (lot no. 621808). Additional non-serious events are detailed below. The patient had a medical history of chronic cystitis in (B)(6) 2013, memory loss, urinalysis, paresthesia, pelvic pain, recurrent urinary tract infection, lower extremities discomfort, chest pain, vertigo, gastritis, insomnia, asthenia, allergic reaction to antibiotics, pleurisy, hepatitis, pregnancy with intrauterine device, uterine perforation and multi gravida. Previously administered products included: vagostabyl and furadantine. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, the day of essure (ess205) insertion, she experienced abdominal pain (seriousness criterion medically important), headache ("headaches"), aphasia ("word loss"), nervous system disorder ("neurological disorders"), urinary tract infection ("recurrent urinary tract infections") and amenorrhoea ("amenorrhea"). On unknown date she experienced fatigue ("fatigue"), arthralgia ("joint pains") and myalgia ("muskular pain"). Essure (ess205) treatment was not changed. At the time of the report, the abdominal pain, headache, aphasia, nervous system disorder, urinary tract infection and amenorrhoea had not resolved. The outcomes for fatigue, arthralgia and myalgia were unknown. The reporter considered arthralgia, fatigue and myalgia to be related to essure (ess205) administration. No causality assessment was received for essure (ess205) with regard to nervous system disorder, headache, abdominal pain, urinary tract infection, aphasia or amenorrhoea. The reporter commented: essure placed on (B)(6) 2007 since then symptoms developing without physiological reason. Numerous tests have been carried out. Gynecological disorders. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram] on (B)(6) 2009: confirmation of discopathy by lumbar spine. [Ultrasound scan] on (B)(6) 2013: concluded the presence of small entirely benign lymph nodes with normal echogenicity. On (B)(6) 2013: no major abnormalities. Only a post-void residual bladder was noted; on (B)(6) 2020: without abnormalities found. [Ultrasound scan] on (B)(6) 2013: concluded the presence of small entirely benign lymph nodes with normal echogenicity. On (B)(6) 2013: no major abnormalities, only a post-void residual bladder was noted; on (B)(6) 2020: without abnormalities found [x-ray] in 2009: she was diagnosed with l5-s1 discopathy. Lot number: 621808. Manufacture date: 2006-12. Expiration date: 2008-11. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records:fatigue, muscle pain, and arthralgia. Quality-safety evaluation of ptc: for essure (ess205): unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 16-feb-2024: date of birth, reporter as lawyer, medical history, and lab data added. Fatigue, muscle pain, and arthralgia new event added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 23-mar-2020. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('abdominal pain') in a female patient who had essure (ess205) (batch no. 621808) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced abdominal pain (seriousness criterion medically significant), nervous system disorder ("neurological disorders"), headache ("headaches"), urinary tract infection ("recurrent urinary tract infections"), amnesia ("word loss") and amenorrhoea ("amenorrhea"). At the time of the report, the abdominal pain, nervous system disorder, headache, urinary tract infection, amnesia and amenorrhoea had not resolved. The reporter provided no causality assessment for abdominal pain, amenorrhoea, amnesia, headache, nervous system disorder and urinary tract infection with essure (ess205). The reporter commented: essure placed on (B)(6) 2007 since then symptoms developing without physiological reason. Numerous tests have been carried out. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.